Event description:
Harris-kronner uterine manipulator- injector was placed in cervix, balloon was filled with 10cc of air per instructions on package. When md was trying to position the manipulator, there was a loud snap sound, the manipulator broke inside the cervix. After the tubal ligation was completed, md went below and checked on manipulator status. Md pulled out 2 separate pieces. The manipulator had broken into two pieces. Per charge rn, pieces were collected and sent to sterile processing to be cleaned. Packaging was kept with the item.